Manufacturer narrative:
Local engineer had examined the units on site and nothing abnormal was found. During the reported events the devices were used in skin temperature control mode with disposable temperature probes, which were reconditioned. In this mode the skin temperature probes are the relevant factor to close the control loop. It requires a correct application of a reliable new probe in the correct position and sufficient fixation on the skin. It is described in the IFU how to attach the probe to the patient, and the user is advised to "check infant skin condition at regularly intervals as prescribed by hospital protocol and verify that skin temperature probe is securely attached". To ensure all these conditions, the disposable probe may not be reconditioned and the users may follow the instructions for use. Babytherm devices meet the relevant standards including evenly distribution of heat, measurement accuracy, monitoring and alarming. It was concluded that no device failure caused the reported events.

Event description:
It was reported that three incidents of baby redness happened. In all of the three cases skin temperature servo mode was used, setting of the skin temperature was 35-36 degrees celsius. Redness is only for the exposure part with clear edge to the normal skin. No special lotion was used during that time. Babies were discharged after some time of in-hospital skin care. Customer wants confirmation that radiant power distribution on bed is evenly.